Event description:
It was reported that the device would not display values for lv to rv conduction delay measurements. It was recommended to disable custom egm channels and retry the test. Follow-up with the field indicates that the issue was not yet resolved. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.